Event description:
During an in-clinic follow-up, episodes of loss of capture were observed while performing capture tests. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated diagnostic imaging was performed but no lead abnormalities were observed. The device was reprogrammed to resolve the event. The patient was in stable condition.